Event description:
It was reported that the patient faced hyperglycemia event on 16 apr 2026. The blood glucose was 200 mg/dl for greater than four hours and got treated with manual bolus other than insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.